Manufacturer narrative:
A visual inspection of the returned sample was performed. A crack was observed on the syringe connector port of the main body of 3-way stopcock. Additionally, slight streak scratches which might be created by medical solution were found around the crack. It was also confirmed through testing with water that the leakage occured at the site of the crack. A review of the manufacturing process determined that there is no process during manufacturing where there would be contact with the syringe connector port of 3-way stopcock. The crack could therefore be caused due to contact with a medicinal agent such as a solution containing fat emulsion, an oily ingredient such as castor oil or solubilization agent such as a surfactant. A caution informing the user about the possibility of a crack on the 3 way stop cock connector when in contact with a oily substance is included in the instructions for use.

Event description:
On (B)(6) 2016 at the (B)(6) it was reported that there was blood leakage at the 3 way stop cock of the side arm tube on the medikit super sheath with catalog number is0516. There was no reported patient impact due to this event.